Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was incapacitated in the hospital. The patient was having seizures and needed an MRI, but they did not have charging equipment and the ins was dead. The patient was in critical care unit. Almost a month later it was reported that the patient was still in the hospital. The relation of seizures to therapy was not known as the patient cannot have an MRI to uncover the cause of the seizures. The ins was dead and could not be put into MRI mode. The company representative was unable to restart the device and did not have any charging equipment to, so was unable to charge up the patient. The patient was in the process of getting a charger, so they can have an MRI. No further complications were reported or anticipated.